Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. The date of event is an approximation. On (B)(6) 2026, it was reported that at around 9am, the patient felt lightheaded. She didn't check her non-dexcom app. Noted that she uses tandem t:slim x2; however, this complaint says it was not in modified closed loop. Sometime later, the app alerted her that the phone is no longer compatible with the sensor. After troubleshooting this with no luck, she removed the sensor and decided to just use a glucometer to check her readings. Her bg fs was 280mg/dl. She took insulin (tresiba) and did not recheck the bg. She felt better after the treatment. She went to church. By noon, she started feeling racing heart and shortness of breath. She checked her bg and it was 300 mg/dl. She took insulin (reportedly tresiba again). She called 911 because her symptoms were not improving. At this point she could no longer remember anything as she became disoriented. She was taken straight to the hospital by the emergency medical teams (emts). By 1pm, she was admitted in the ICU for 8 days. She was transferred to a regular room for 2 more days and was discharged on 01/21. She remembers having multiple bags of IV fluids, IV insulin and IV medications (including heart medications). She was feeling tired as of the moment. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction/additional information.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. The wearable was inserted into the skin. The date of event is an approximation. On 01/11/2026, it was reported that at around 9am, the patient felt lightheaded. She didn't check her non-dexcom app. Noted that she uses tandem t: slim x2; however, this complaint says it was not in modified closed loop. Sometime later, the app alerted her that the phone is no longer compatible with the sensor. After troubleshooting this with no luck, she removed the sensor and decided to just use a glucometer to check her readings. Her bg fs was 280mg/dl. She took insulin (tresiba) and did not recheck the bg. She felt better after the treatment. She went to church. By noon, she started feeling racing heart and shortness of breath. She checked her bg and it was 300 mg/dl. She took insulin (reportedly tresiba again). She called 911 because her symptoms were not improving. At this point she could no longer remember anything as she became disoriented. She was taken straight to the hospital by the emergency medical teams (emts). By 1pm, she was admitted in the ICU for 8 days. She was transferred to a regular room for 2 more days and was discharged on 01/21. She remembers having multiple bags of IV fluids, IV insulin and IV medications (including heart medications). She was feeling tired as of the moment. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. The wearable was inserted into the skin. The date of event is an approximation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On 01/11/2026, it was reported that at around 9am, the patient felt lightheaded. She didn't check her non-dexcom app. Noted that she uses tandem t:slim x2; however, this complaint says it was not in modified closed loop. Sometime later, the app alerted her that the phone is no longer compatible with the sensor. After troubleshooting this with no luck, she removed the sensor and decided to just use a glucometer to check her readings. Her bg fs was 280mg/dl. She took insulin (tresiba) and did not recheck the bg. She felt better after the treatment. She went to church. By noon, she started feeling racing heart and shortness of breath. She checked her bg and it was 300 mg/dl. She took insulin (reportedly tresiba again). She called 911 because her symptoms were not improving. At this point she could no longer remember anything as she became disoriented. She was taken straight to the hospital by the emergency medical teams (emts). By 1pm, she was admitted in the ICU for 8 days. She was transferred to a regular room for 2 more days and was discharged on (B)(6) 2026. She remembers having multiple bags of IV fluids, IV insulin and IV medications (including heart medications). She was feeling tired as of the moment. No other details were documented. An analysis of the data logs was performed for the time in question. The logs indicated that no sensor session was active on the date of the reported event (01/11/2026). The phone model was an iphone10,5 device with os version of 16.7.12. Dexcom app version was 2.11.2 on the event date. No additional event or patient information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.